Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a repeated insulin pump error alarm. Customer stated that the alarms were cannot cancel. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.